Event description:
Cardiac pacemaker reset itself, causing patient's blood pressure to drop significantly and create light headedness that required an emergency room visit and cardiologist visit to reprogram the device. Instead of pacing at minimum 50 bpm, device began pacing at minimum 65 bpm. This caused throbbing of heartbeat in left shoulder and left rib cage, low blood pressure, and light headedness. Patient was not notified of the device reset until visiting the emergency room two days after the reset. Patient's vaso-vagal response of low blood pressure caused light headedness.